Manufacturer narrative:
Additional information was added to h4 and h6. The device was not received for evaluation; therefore, a device analysis could not be completed. Additionally, no photos or videos of the reported defect were provided. Two retention samples were evaluated. The retention samples were visibly inspected and did not identify any abnormalities that could have contributed to the reported condition. The retention samples were connected to a component and set, which torqued as required (connected) and no unwinding/disconnection was noted. Similarly, the retention samples were submitted to an air passage test and an underwater leak test for 1 minute, and no leaks were identified. The reported condition was not verified in the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a stopcock was cracked and subsequently leaked. At 05:00 the nurse noted the patient¿s blood pressure ¿suddenly decreased.¿ the nurse noted there was ¿blood outflow from the deep vein connection device.¿ during inspection the nurse found the one way of the stopcock was cracked. The device was replaced. The volume of blood loss was not reported. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.